Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the past due to seizures related to a low blood glucose (bg) level. A specific bg values was not provided. Customer stated the cause of the low bg level was unknown. The customer received dextrose 50 while in the hospital to address low bg level. The customer was unable to provide any further details regarding the hospitalization.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2016. There was only one bolus request per day on (B)(6) 2016. User utilizes the quick bolus option of the t:slim pump. Basal rate adjustments stayed consistent. There were no obvious requests or deliveries that would cause low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.